Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire. The complaint was confirmed by failure analysis. Additional finding not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that cable of maryland bipolar forceps instrument was broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.